Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level exceeded normal thresholds, with the device displaying a "high" reading, though a specific value was not provided. In response, the customer addressed the high blood glucose by using a correction injection through an alternative method and did not require third-party assistance. Technical support instructed the customer to remove the cartridge and inspect a specific component to resolve the issue. The issue had been intermittent since july, and the customer was advised to monitor the situation and contact support if the problem persisted.